Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-sep-2024. The device evaluation details: the thermocool smarttouch sf device was returned to johnson and johnson medtech for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were following johnson and johnson medtech procedures. Visual analysis revealed the tip was cut with internal parts exposed. The device was connected to the carto 3 system and it was recognized; however, error 105 was displayed on the screen due to an open circuit in the tip area. A manufacturing record evaluation was performed and no internal action was found during the review. The magnetic issue reported by the customer was confirmed. The potential cause of the open circuit cannot be determined. The potential cause of the tip cut with internal parts exposed could be related to the handling of the device after the procedure; however, this cannot be conclusively determined. The instructions for use of the carto 3 system contain the following information that should be considered: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿tip was cut with internal parts exposed¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿magnetic sensor error¿ issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified the tip cut with internal parts exposed. It was reported that the carto 3 system displayed a magnetic sensor error (unknown code) and the catheter image disappeared. The case was stopped since the error appeared near the end of the case. The issue was unresolved. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 07-oct-2024, observed the tip was cut with internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of the tip cut with internal parts exposed on 07-oct-2024 and have assessed this returned condition as reportable.